Manufacturer narrative:
The customer cancelled the call. Info provided indicates that an inhouse third party will address. No add'l info.

Event description:
It was reported that the 9600 system locks up after fluoroing once or twice. It was noted that the monitors go to snow and the unit locks up. Another system was used to complete the case. There was no report of pt injury.